Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings:during investigation, the pump intermittently powered up with returned battery cap. A test battery cap was used for all testing. The pump intermittently powered up with the test battery cap. The battery compartment was cracked from the thread area to the case seal. The battery compartment threads were damaged. Evidence of moisture contamination was found in the battery compartment. The current draws were within specifications. A leak was found in the battery compartment. The pump case was removed to find no evidence of moisture or loose components. The battery life issue was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was reported that there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.